Manufacturer narrative:
(B)(4).

Event description:
Gobbling blood in my throat [hemorrhage from throat], mouth was bleeding [mouth hemorrhage]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage from throat in a (B)(6) patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 1f106c, expiry date 16th may 2024) for dry mouth. On (B)(6) 2021, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On (B)(6) 2021, 2 days after starting biotene original oral rinse (original), the patient experienced mouth hemorrhage. On (B)(6) 2021, the patient experienced hemorrhage from throat (serious criteria gsk medically significant). Biotene original oral rinse (original) was discontinued on (B)(6) 2021 (dechallenge was positive). On an unknown date, the outcome of the hemorrhage from throat and mouth hemorrhage were recovered/resolved. The reporter considered the hemorrhage from throat and mouth hemorrhage to be related to biotene original oral rinse (original). Additional details: adverse event information was received by call center representative via (phone) on 21sep 2021. Consumer (patient) reported that, "I used it at night before I went to sleep. The next morning my mouth was bleeding. I used it again the next day, the same thing happened. I woke up and I was gobbling blood in my throat".